Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per end user's wife, the rear right caster is wobbly. MDR filed.

Manufacturer narrative:
Wife advised that on (B)(6) 2013, she had noticed the chair was becoming stiff but still useable. On (B)(6) 2013, she advises that the chair had become stuck as if the brakes were on. She says that on the cross bar that the brakes mount to she seen the screw was sticking out. She believes this is applying pressure to the wheel and is why the chair became stuck. She said that she tried to push several times and the chair would not budge. So she gave it a huge push, and the chair finally moved forward, which then caused her to fall and scrape her knee. She advised that her husband/end user was perfectly fine and the chair is working.